Manufacturer narrative:
The actual complaint product is reported to be available but was not returned for evaluation. A review of the device history record is in-progress. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 14-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that an unspecified number of suction catheters were disconnecting both with an hme and with heated wire circuits. The night shift tried new catchers last night to see if it was an isolated incident. However, it kept happening. There was no patient injury reported.

Manufacturer narrative:
The lot number provided was not valid. Without a valid lot, it is difficult to understand which process, if any, could have caused a potential failure of the device. Manufacturing conducts visual inspection of a sample portion of each lot, aside from the qa inspections for the release of the product. Root cause could not be determined. All information reasonably known as of 30-jul-21018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).